Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received four inappropriate treatments.   The device was started up at 16:09:45 on (B)(6) 2022. At 05:40:41 on (B)(6) 2022, an arrhythmia was detected. ECG shows idioventricular rhythm @ 10 bpm. At 05:41:17, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The rhythm at the time of treatment was idioventricular rhythm @ 10 bpm. Post shock rhythm was idioventricular rhythm @ 10 bpm. At 05:41:17, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The rhythm at the time of treatment was idioventricular rhythm @ 10 bpm. The post shock rhythm was asystole for seconds transitioning to idioventricular rhythm @ 20 bpm. At 05:45:04, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 05:46:01, the patient received the third inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity. The post shock rhythm was asystole with intermittent cardiac activity. At 05:46:281, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity. The post shock rhythm was asystole with intermittent cardiac activity. The electrode belt was disconnected at 06:35:05 on (B)(6) 2022. The patient passed away on (B)(6) 2022.